Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a target lesion in the very calcified left superficial femoral artery, the fox sv balloon dilatation catheter was advanced to the site. The dilatation catheter balloon and was inflated to 6 atmospheres and the balloon ruptured on the first inflation. Per physician, the balloon ruptured due to the vessel calcification. The device was removed without resistance. There was no adverse patient effect and no clinically significant delay. A second fox sv dilatation catheter was then used without issue. No additional information was provided.